Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation other'), device dislocation ('migration/migration of essure device location of device: ovaries'), endometritis ('endometritis'), tubo-ovarian abscess ('right tuboovarian absecss'), salpingitis ('chronic salpingitis') and cholecystectomy ('gall bladder removal') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed same day". The patient's medical history included allergic rhinitis. Current weight: 224 lbs. Concurrent conditions included vaginal discharge, cholelithiasis, uterine bleeding, endometritis, ovarian cyst and lower abdominal pain. Concomitant products included doxycycline. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection"). On (B)(6) 2013, the patient experienced endometriosis ("endometriosis"), 6 months 21 days after insertion of essure. In (B)(6) 2013, the patient experienced bladder disorder ("bladder disorder/ bladder problems"), urinary tract disorder ("urinary problems") and menopause ("hormonal changes-menopause"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, endometritis, tubo-ovarian abscess, salpingitis, cholecystectomy, bladder disorder, urinary tract disorder, menopause, weight increased, endometriosis, fatigue, cystitis and vaginal discharge outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter provided no causality assessment for endometritis, salpingitis and tubo-ovarian abscess with essure. The reporter considered abdominal pain, bladder disorder, cholecystectomy, cystitis, device dislocation, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, menopause, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia, general abnormal bleed, migration/ perforation, bladder problems, urinary problems, hormonal changes, weight gain, endometriosis diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: satisfactory tubal occlusion by essure tubal occlusion devices. 2. Scarred small endometrial canal due to prior ablation with extravasation of contrast into venous structures bilaterally, right greater than left (per mr).. Imaging procedure - on (B)(6) 2013: result: bilateral occlusion. Pathology test - on (B)(6) 2013: right tube and ovary, excision: benign ovary with endometriotic cyst. Fallopian tube with endometriosis. 2. Left tube and ovary, excision: benign ovary with cystic follicles and focal endometriosis. Chronic salpingitis with remote hemorrhage. 3. Sigmoid colon, resection: segment of sigmoid colon with endometriosis. 4. Uterus, excision: chronic endocervicitis. Endometrium, status post ablation. Adenomyosis. Subserosal leiomyoma. No evidence of malignancy. Gross description: received in formalin is an 94-gram uterus without adnexa. The uterus is 9 x 5 x 4 cm. The uterus shows multiple hemorrhagic adhesions. In the area of the right cornu there is a gray-white serosal nodule 0.7 cm in greatest dimension. There is also what grossly appears to be the segment of right fallopian tube measuring 3.5 cm. Fimbria are attached and free. On sectioning through the tube there is a coiled wire throughout the entire length.. Ultrasound abdomen - on (B)(6) 2013: cholelithiasis without sonographic evidence acute cholecystitis. 2. No evidence of biliary dilatation.. Ultrasound pelvis - on (B)(6) 2013: no discrete mass in uterus. 5.8 complex cystic structure in right ovary which may represent the cyst present in (B)(6) 2012 or may represent a new/recurrent cyst. Also 3.7 complex cystic structure in left ovary which may represent complex functional ovarian cyst. Other ovarian tumors cannot be excluded.; on (B)(6) 2013: 1. No ovarian torsion. Bilateral ovarian cystic abnormalities are observed. This is more complex on the left. This could represent benign hemorrhagic cysts or a benign process. Cystic neoplasm however cannot be excluded.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, abdominal pain, endometriosis, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation other'), device dislocation ('migration/migration of essure device location of device: ovaries'), endometritis ('endometritis'), tubo-ovarian abscess ('right tuboovarian absecss'), salpingitis ('chronic salpingitis') and cholecystectomy ('gall bladder removal') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed same day". The patient's medical history included allergic rhinitis. Current weight: 224 lbs. Concurrent conditions included vaginal discharge, cholelithiasis, uterine bleeding, endometritis, ovarian cyst and lower abdominal pain. Concomitant products included doxycycline. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6)2012, the patient experienced cystitis ("bladder infection"). On (B)(6)2013, the patient experienced endometriosis ("endometriosis"), 6 months 21 days after insertion of essure. In (B)(6)2013, the patient experienced bladder disorder ("bladder disorder/ bladder problems"), urinary tract disorder ("urinary problems") and menopause ("hormonal changes-menopause"). In (B)(6)2014, the patient was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2013. At the time of the report, the uterine perforation, device dislocation, endometritis, tubo-ovarian abscess, salpingitis, cholecystectomy, bladder disorder, urinary tract disorder, menopause, weight increased, endometriosis, fatigue, cystitis and vaginal discharge outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter provided no causality assessment for endometritis, salpingitis and tubo-ovarian abscess with essure. The reporter considered abdominal pain, bladder disorder, cholecystectomy, cystitis, device dislocation, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, menopause, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia, general abnormal bleed, migration/ perforation, bladder problems, urinary problems, hormonal changes, weight gain, endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on (B)(6)2013: satisfactory tubal occlusion by essure tubal occlusion devices. 2. Scarred small endometrial canal due to prior ablation with extravasation of contrast into venous structures bilaterally, right greater than left (per mr).. Imaging procedure - on (B)(6)2013: result: bilateral occlusion. Pathology test - on (B)(6)2013: right tube and ovary, excision: benign ovary with endometriotic cyst. Fallopian tube with endometriosis. 2. Left tube and ovary, excision: benign ovary with cystic follicles and focal endometriosis. Chronic salpingitis with remote hemorrhage. 3. Sigmoid colon, resection: segment of sigmoid colon with endometriosis. 4. Uterus, excision: chronic endocervicitis. Endometrium, status post ablation. Adenomyosis. Subserosal leiomyoma. No evidence of malignancy. Gross description: received in formalin is an 94-gram uterus without adnexa. The uterus is 9 x 5 x 4 cm. The uterus shows multiple hemorrhagic adhesions. In the area of the right cornu there is a gray-white serosal nodule 0.7 cm in greatest dimension. There is also what grossly appears to be the segment of right fallopian tube measuring 3.5 cm. Fimbria are attached and free. On sectioning through the tube there is a coiled wire throughout the entire length.. Ultrasound abdomen - on (B)(6)2013: cholelithiasis without sonographic evidence acute cholecystitis. 2. No evidence of biliary dilatation.. Ultrasound pelvis - on (B)(6)2013: no discrete mass in uterus. 5.8 complex cystic structure in right ovary which may represent the cyst present in (B)(6)2012 or may represent a new/recurrent cyst. Also 3.7 complex cystic structure in left ovary which may represent complex functional ovarian cyst. Other ovarian tumors cannot be excluded.; on (B)(6)2013: 1. No ovarian torsion. Bilateral ovarian cystic abnormalities are observed. This is more complex on the left. This could represent benign hemorrhagic cysts or a benign process. Cystic neoplasm however cannot be excluded.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, abdominal pain, endometriosis, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-feb-2020: pfs received : events added- vaginal discharge. Events onset date added. Event genital hemorrhage was updated to nonserious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('plaintiff claimed: perforation other'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, bladder disorder, urinary tract disorder, hormone level abnormal, weight increased and endometriosis outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia, general abnormal bleed, migration/ perforation, bladder problems, urinary problems, hormonal changes, weight gain, endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Previously reported event ¿injury nos was updated to " migration, perforation: other", events" general abnormal bleeding, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder disorder, urinary problems, hormonal changes, weight gain, endometriosis", lab data, reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation other'), device dislocation ('migration/migration of essure device location of device: ovaries'), endometritis ('endometritis'), tubo-ovarian abscess ('right tuboovarian absecss'), salpingitis ('chronic salpingitis'), cholecystectomy ('gall bladder removal') and genital haemorrhage ('general abnormal bleeding') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation perforemed same day". The patient's medical history included allergic rhinitis. Current weight: 224 lbs. Concurrent conditions included vaginal discharge, cholelithiasis, uterine bleeding, endometritis, ovarian cyst and lower abdominal pain. Concomitant products included doxycycline. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced cystitis ("bladder infection"). On (B)(6) 2013, the patient experienced endometriosis ("endometriosis"), 6 months 21 days after insertion of essure. In (B)(6) 2013, the patient experienced bladder disorder ("bladder disorder/ bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and menopause ("hormonal changes-menopause"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, endometritis, tubo-ovarian abscess, salpingitis, cholecystectomy, bladder disorder, urinary tract disorder, menopause, weight increased, endometriosis, fatigue and cystitis outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter provided no causality assessment for endometritis, salpingitis and tubo-ovarian abscess with essure. The reporter considered abdominal pain, bladder disorder, cholecystectomy, cystitis, device dislocation, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, menopause, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia, general abnormal bleed, migration/ perforation, bladder problems, urinary problems, hormonal changes, weight gain, endometriosis . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: satisfactory tubal occlusion by essure tubal occlusion devices. 2. Scarred small endometrial canal due to prior ablation with extravasation of contrast into venous structures bilaterally, right greater than left (per mr).. Imaging procedure - on (B)(6) 2013: result: bilateral occlusion. Pathology test - on (B)(6) 2013: right tube and ovary, excision: benign ovary with endometriotic cyst. Fallopian tube with endometriosis. 2. Left tube and ovary, excision: benign ovary with cystic follicles and focal endometriosis. Chronic salpingitis with remote hemorrhage. 3. Sigmoid colon, resection: segment of sigmoid colon with endometriosis. 4. Uterus, excision: chronic endocervicitis. Endometrium, status post ablation. Adenomyosis. Subserosal leiomyoma. No evidence of malignancy. Gross description: received in formalin is an 94-gram uterus without adnexa. The uterus is 9 x 5 x 4 cm. The uterus shows multiple hemorrhagic adhesions. In the area of the right cornu there is a gray-white serosal nodule 0.7 cm in greatest dimension. There is also what grossly appears to be the segment of right fallopian tube measuring 3.5 cm. Fimbria are attached and free. On sectioning through the tube there is a coiled wire throughout the entire length.. Ultrasound abdomen - on (B)(6) 2013: cholelithiasis without sonographic evidence acute cholecystitis. 2. No evidence of biliary dilatation.. Ultrasound pelvis - on (B)(6) 2013: no discrete mass in uterus. 5.8 complex cystic structure in right ovary which may represent the cyst present in (B)(6) 2012 or may represent a new/recurrent cyst. Also 3.7 complex cystic structure in left ovary which may represent complex functional ovarian cyst. Other ovarian tumors cannot be excluded.; on (B)(6) 2013: 1. No ovarian torsion. Bilateral ovarian cystic abnormalities are observed. This is more complex on the left. This could represent benign hemorrhagic cysts or a benign process. Cystic neoplasm however cannot be excluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, abdominal pain, endometriosis, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received: events abnormal bleeding (vaginal), fatigue, menopause, bladder infection, endometritis ,salpingitis , right tuboovarian abscess, essure insertion and ablation on same day were added. Event onset date, event outcome were added. Reporter information were updated. Patient history, lab data data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.